Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol flat mesh (device #1) may have caused or contributed to the reported event. The patient's attorney alleges injuries and revision surgery; however, no details have been provided. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol flat mesh (device #1).there is no allegation related to the bard/davol ventralight st. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol bard mesh (device #1) and ventralight st on (B)(6) 2004. It is also alleged by patient's attorney that on (B)(6) 2018, the patient had unspecified injuries related to a defect in the bard mesh, and underwent revision surgery. The patient is making a claim for an adverse patient outcome against the bard mesh (device #1). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."